Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device with lot number 30051354m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient (approximately 95 kg) underwent an unknown ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating on the posterior wall by the left superior pulmonary vein, the patient had a cardiac tamponade. Pericardiocentesis was performed. The patient required hospitalization due to other complications that required treatment. Physician¿s opinion on the cause of the adverse event was due to procedure and patient¿s condition. There was no information on patient¿s condition. Prior to event, high impedance was noted on thermocool® smart touch¿ electrophysiology catheter of 300 ohms. The catheter was re-positioned into the left atrium body and impedance was confirmed to be 182 ohms. Ablation was then started. No further high impedance was noted. A transseptal puncture was performed with an abbott brk transseptal needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. Flow settings during ablation was 30 ml/min and 2 ml/min before and after ablation. Visitag module was used with range 2.5 mm, time 3 seconds, 25% force over time at 3 grams, and color option ablation index ¿ surpoint. Visualization features used were dashboard, vector, and visitag. Cut off values were not exceeded; therefore, the system did not stop the ablation. The generator parameters were set as temperature mode 30 watts. (Temperature cut off 50 degrees and power cut off 50 watts). The noted temperature, impedance, and power were set as 43 degrees, impedance during ablation ~180 ohms, and power 30 watts. The high impedance issue was assessed as a not reportable event, since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
Investigation summary it was reported that a female patient (approximately 95 kg) underwent an unknown ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating on the posterior wall by the left superior pulmonary vein, the patient had a cardiac tamponade. Pericardiocentesis was performed. The patient required hospitalization due to other complications that required treatment. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device with lot number 30051354m, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #(B)(4).

Manufacturer narrative:
On january 17, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection it was noted that there was no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).